Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to hemolysis.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 6¿ from the pump housing and the remainder of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The inflow conduit and outflow graft were not returned. Examination of the distal-side of the inlet stator revealed a tissue-like deposition adhered around the inlet bearing cup. Although a specific cause for its development could not be determined, the deposition showed areas of denaturation and appeared to form in laminated layers, indicating that it likely developed on the bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the proximal-side of the outlet stator revealed a white tissue-like deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to the bearing ball or stator blades, lacked denaturing, and lacked lamination. The deposition did not appear to originate in this location; however, its specific origin could not be determined. Contact marks were noted on the outlet portion of the rotor indicating that the deposition was present during pump operation; however, a duration in which the deposition was present in the pump could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.